Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (B)(4) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Event description:
A customer reported getting readings of 499 mg/dl and 482mg/dl on their freestyle freedom lite meter that they perceived as erratic; however the results when plotted on parkes error grid fell into an "a" zone showing the difference in values being clinically insignificant. The customer further reported as "his results were different, he was scared" and subsequently lost consciousness. No third-party medical intervention was reported. The customer reportedly self-treated with novolog to counteract the event. In addition, the customer reported receiving "hi readings", but refused to complete troubleshooting, hence no additional information is available. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained.